Manufacturer narrative:
The initial MDR 2432235-2022-00387 was submitted on 14-dec-2022. Additional information (16-jan-2923): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the atellica sample handler. Siemens confirmed that the operator touched a heated surface and did not receive an electric shock when retrieving a cap from the vessel movement module (vmm). Log file analysis showed the potential touch point as "path 1002 - motor #2 - right switch". That touch point had a coil printed circuit board (pcbs) with a temperature up to 39°c and not exceeding 39°c due to it being blocked by a cap. The cause of the operator touching a heated surface was due to a cap jamming the "path 1002 - motor #2 - right switch". The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6. Adverse event problem codes were updated.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that an operator of an atellica sample handler received an electrical shock when removing the covers from the magline track. The operator removed the magline track covers to retrieve a sample cap. Siemens is investigating.

Event description:
The customer contacted siemens and stated an operator of an atellica sample handler received an electrical shock when removing the covers from the magline track. The operator did not seek medical treatment. There are no known reports of adverse health consequences due to the event.